Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and haemorrhage ("menstrual hemorrhaging") in a female patient who had essure inserted for female sterilization. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device.). At the time of the report, the pelvic pain and haemorrhage outcome was unknown. The reporter considered haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016 essure device was successfully occluded. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menstrual hemorrhaging") in a 33-year-old female patient who had essure (batch no. Cs000z2,cs000xh, UDI no.(B)(4). Inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. *(B)(6)2016- past surgical history biopsy (B)(6)2005, hx foot surgery 1997, hx cesarean section, low transverse (B)(6)2015, hx sterilization arrival complaint: uti, diagnosis: pyelonephritis, acute abdominal pain of multiple sites. Concurrent conditions included obesity, back pain, diarrhea, painful intercourse, hematuria, pyelonephritis, allergy, asthma, bronchitis, depression, heartburn, obsessive-compulsive disorder, nausea, lower abdominal discomfort, cystitis, ovarian cyst ruptured, cervicitis, pelvic inflammatory disease, nephrolithiasis, appendicitis, bowel obstruction, acute pain, urinary retention, sleep apnea and bipolar disorder since 2000. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6)2016 to (B)(6)2016 for contraception as well as alprazolam (xanax) since january 2016, clonazepam (klonopin) since january 2016 and piroxicam (paxil) since january 2016. In 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) gain"). On (B)(6)2016, the patient had essure inserted. In july 2016, the patient experienced urinary tract infection ("urinary tract infection / infection (bladder urinary tract/vaginal) type: urinary tract"). In august 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), depression ("psychological or psychiatricproblems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device.). Essure was removed on(B)(6)2017. At the time of the report, the pelvic pain and urinary tract infection had resolved and the menorrhagia, weight increased, depression, anxiety, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, menorrhagia, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6)2016: total bilateral occlusion, migration of essure device; on (B)(6)2016: results: essure device was successfully occluded.. Lot numbers and exp/MFR dates cs000z2 (B)(6)2018 / (B)(6)2015 cs000xh (B)(6)2018 / (B)(6)2015 UDI:(B)(4). UDI: (B)(4). Cs000z2 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: pfs received: consumers address updated. Events: abdominal and lower back pain were added. Event onset date were updated. Concomitant drugs were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menstrual hemorrhaging") in a 33-year-old female patient who had essure (batch no. Cs000z2, cs000xh) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain. Concurrent conditions included overweight, back pain, diarrhea, painful intercourse, hematuria, pyelonephritis, allergy, asthma, bronchitis, depression, heartburn, obsessive-compulsive disorder, nausea, lower abdominal discomfort, cystitis, ovarian cyst ruptured, cervicitis, pelvic inflammatory disease, nephrolithiasis, appendicitis, bowel obstruction, acute pain, urinary retention and sleep apnea. In 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), depression ("psychological or psychiatricproblems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and urinary tract infection had resolved and the menorrhagia, weight increased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. (B)(6) 2016 - past surgical history. Biopsy (B)(6) 2005, hx foot surgery 1997, hx cesarean. Section, low transverse (B)(6) 2015, hx sterilization. Arrival complaint: uti. Diagnosis: pyelonephritis, acute abdominal pain of multiple sites. Lot numbers and exp/MFR dates cs000z2, 28mar2018 / 29oct2015. Cs000xh, 28may2018 / 02sep2015. UDI: (B)(4), cs000xh. UDI: (B)(4), cs000z2. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received: new events psychological or psychiatric problems condition: depression and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menstrual hemorrhaging") in a 33-year-old female patient who had essure (batch no. Cs000z2,cs000xh) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and urinary tract infection had resolved and the menorrhagia and weight increased outcome was unknown. The reporter considered menorrhagia, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs received: the event urinary tract infection, weight gain added. Lot numbers, reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. Cs000z2,cs000xh, UDI no. (B)(4) cs000z2) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. (B)(6) 2016- past surgical history biopsy (B)(6) 2005, hx foot surgery 1997, hx cesarean section, low transverse (B)(6) 2015, hx sterilization arrival complaint: uti, diagnosis: pyelonephritis, acute abdominal pain of multiple sites. Concurrent conditions included bipolar disorder since 2000, obesity, back pain, diarrhea, painful intercourse, hematuria, pyelonephritis, allergy, asthma, bronchitis, depression, heartburn, obsessive-compulsive disorder, nausea, lower abdominal discomfort, cystitis, ovarian cyst ruptured, cervicitis, pelvic inflammatory disease, nephrolithiasis, appendicitis, bowel obstruction, acute pain, urinary retention and sleep apnea. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2016 to (B)(6) 2016 for contraception as well as alprazolam (xanax) since (B)(6) 2016, clonazepam (klonopin) since (B)(6) 2016 and piroxicam (paxil) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) gain"). In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection / infection (bladder urinary tract/vaginal) type: urinary tract"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced menorrhagia ("menstrual hemorrhaging"), depression ("psychological or psychiatricproblems condition: depression"), anxiety ("mental anguish") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection and genital haemorrhage had resolved and the menorrhagia, weight increased, depression, anxiety, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: received treatment for pain, abnormal bleeding, uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion, migration of essure device; on (B)(6) 2016: results: essure device was successfully occluded. Lot numbers and exp/MFR dates cs000z2 28mar2018 / 29oct2015, cs000xh 28may2018 / 02sep2015. UDI: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. Cs000z2,cs000xh, UDI no. (B)(4) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. (B)(6) 2016- past surgical history biopsy (B)(6) 2005, hx foot surgery 1997, hx cesarean section, low transverse (B)(6) 2015, hx sterilization arrival complaint: uti, diagnosis: pyelonephritis, acute abdominal pain of multiple sites. Concurrent conditions included bipolar disorder since 2000, obesity, back pain, diarrhea, painful intercourse, hematuria, pyelonephritis, allergy, asthma, bronchitis, depression, heartburn, obsessive-compulsive disorder, nausea, lower abdominal discomfort, cystitis, ovarian cyst ruptured, cervicitis, pelvic inflammatory disease, nephrolithiasis, appendicitis, bowel obstruction, acute pain, urinary retention and sleep apnea. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2016 to (B)(6) 2016 for contraception as well as alprazolam (xanax) since (B)(6) 2016, clonazepam (klonopin) since (B)(6) 2016 and piroxicam (paxil) since (B)(6) 2016. In 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection / infection (bladder urinary tract/vaginal) type: urinary tract"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced menorrhagia ("menstrual hemorrhaging"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection and genital haemorrhage had resolved and the menorrhagia, weight increased, depression, anxiety, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: received treatment for pain, abnormal bleeding, uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion, migration of essure device; on (B)(6)2016: results: essure device was successfully occluded.. Lot numbers and exp/MFR dates cs000z2 28mar2018 / 29oct2015. Cs000xh 28may2018 / 02sep2015. UDI: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menstrual hemorrhaging") in a 33-year-old female patient who had essure (batch no. Cs000z2,cs000xh) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain. Concurrent conditions included overweight, back pain, diarrhea, painful intercourse, hematuria, pyelonephritis, allergy, asthma, bronchitis, depression, heartburn, obsessive-compulsive disorder, nausea, lower abdominal discomfort, cystitis, ovarian cyst ruptured, cervicitis, pelvic inflammatory disease, nephrolithiasis, appendicitis, bowel obstruction, acute pain, urinary retention and sleep apnea. In 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and urinary tract infection had resolved and the menorrhagia and weight increased outcome was unknown. The reporter considered menorrhagia, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. (B)(6) 2016- past surgical history biopsy (B)(6) 2005, hx foot surgery 1997, hx cesarean section, low transverse (B)(6) 2015, hx sterilization arrival complaint: uti diagnosis: pyelonephritis, acute abdominal pain of multiple sites lot numbers and exp/MFR dates cs000z2 28mar2018 / 29oct2015. Cs000xh 28may2018 / 02sep2015. UDI: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc update. FDA codes based on ptc, batch mfg/expiry dates, udis, and updated ptc global number in notes. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. Cs000z2,cs000xh, UDI no. (B)(6) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. (B)(6) 2016- past surgical history biopsy (B)(6) 2005, hx foot surgery 1997, hx cesarean section, low transverse (B)(6) 2015, hx sterilization arrival complaint: uti, diagnosis: pyelonephritis, acute abdominal pain of multiple sites. Concurrent conditions included bipolar disorder since 2000, obesity, back pain, diarrhea, painful intercourse, hematuria, pyelonephritis, allergy, asthma, bronchitis, depression, heartburn, obsessive-compulsive disorder, nausea, lower abdominal discomfort, cystitis, ovarian cyst ruptured, cervicitis, pelvic inflammatory disease, nephrolithiasis, appendicitis, bowel obstruction, acute pain, urinary retention and sleep apnea. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2016 to (B)(6) 2016 for contraception as well as alprazolam (xanax) since (B)(6) 2016, clonazepam (klonopin) since (B)(6) 2016 and piroxicam (paxil) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient was found to have weight increased ("weight gain / loss (specify which one) gain"). In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection / infection (bladder urinary tract/vaginal) type: urinary tract"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced menorrhagia ("menstrual hemorrhaging"), depression ("psychological or psychiatricproblems condition: depression"), anxiety ("mental anguish") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection and genital haemorrhage had resolved and the menorrhagia, weight increased, depression, anxiety, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: received treatment for pain, abnormal bleeding, uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion, migration of essure device; on (B)(6) 2016: results: essure device was successfully occluded. Lot numbers and exp/MFR dates cs000z2 28mar2018 / 29oct2015. Cs000xh 28may2018 / 02sep2015. UDI: (B)(6). UDI: (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- event abnormal bleeding added. Event outcome of abnormal bleeding and uti were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.